Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 53 mg/dl as the customer had over-compensated with the bolus after a meal. The customer received an occlusion alarm and changed the infusion set. The occlusion alarm did not reoccur.